Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that during the trial procedure, while the physician was accessing the epidural space, the procedure had to be aborted. No devices had been implanted. The patient was stabilized and taken to a hospital. Follow-up indicated that the patient passed away a few days later.